Event description:
The manufacturer received additional information regarding the implant of a size 29 mitral cphv. The information stated that after heart closure, a perivalvular leak was detected via transesophageal echo. The heart was reopened and the patient was placed on bypass for a second time. Additional stitches were added to close the leak and the pt chest was then closed. The valve remains implanted in the pt and the pt was last reported to be doing well.